Event description:
Information received indicates the bed had an unintentional movement of the head up function.

Manufacturer narrative:
The technician isolated the unintentional movement to the left patient control board and found the head up switch was sticking. He took apart the left siderail and cleaned the patient control to repair this bed.